Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple occlusion alarms causing the customer to change their pump supplies more than expected. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.